Event description:
Customer called to report an inability to unload a free t4 (ft4) reagent pack from the access 2 immunoassay system. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. After investigating the issue, customer attempted to load a reagent pack and realized that a pack had already been loaded. When customer attempted to have the system unload a pack, the reagent carousel spun to a slot that was physically empty. The customer technical specialist (cts) evaluated the issue by telephone and assisted customer with troubleshooting, during which customer was able to locate and remove the reagent pack from the instrument. The cause of the issue was due to user error when customer mis-loaded the reagent pack. The cts then verified proper instrument performance to ensure that the troubleshooting guidance provided effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event.

Manufacturer narrative:
(B)(4).